Event description:
It was reported that the needle deployed sideways and punctured the patient's finger during activation, causing significant bleeding. This indicates a needle mechanism failure. The patient was able to self-treat the finger injury and no medical assistance was required. No impact to the patient's blood glucose level was reported. The patient then applied a new pod.

Manufacturer narrative:
The device has been returned and the investigation is pending completion. A supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: lockdown omnipod software app version: 3.1.5-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
The pod arrived fully deployed. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure complaint could not be determined. No blood was observed on the returned device. Inspection of the formed needle found no damages or defects that would cause bleeding.